Event description:
The facility representative reported o reported to baxter largo technical services one infusor that alarms all of the time, cannot reset the pump. The reported condition occurred in the surgery area however it is unknown when the condition occurred. This device did not occur during patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. During baxter evaluation, the pump would alarm every time it started to run, causing an interruption of delivery.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device has not been serviced by baxter prior to this event. (B)(4).

Manufacturer narrative:
The reported condition of alarms all of the time, cannot reset the pump was confirmed and duplicated. The reported condition is due to a faulty mpu (micro processing unit) board. The mpu printed circuit board was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4). Information was erroneously omitted from the initial medwatch.